Event description:
Event description as reported by customer. User stated about a month ago he has an accident on his lift. User reiterated that the incident was not the fault of the lift but believes it resulted from him inadvertently activating the radio remote transmitter. On 10/3/97, he was using a circuitron radio remote control and was exiting his van and entering onto the platform. When his front wheels were on the platform, it began moving down. He gunned his chair and it did make it all the way onto the platform. However, because of the rate of speed at which he entered onto the platform, the front barrier stopped him abruptly. He was not wearing his seat belt that was on the chair and fell out onto the pavement. He sustained a broken leg, fractured hip, cuts above his eye and lip which required stiches. He said that they modified the wiring on his lift so it will deploy while still tri-folded and used a separate remote control for that function. Co has since removed this remote control, but still use the circuitron remote. Co said co never had such symptoms before or after the incident. Co does use the radio remote transmitter while on the platform which the MFR warns against.